Event description:
Customer contacted beckman coulter inc. (Bci) regarding low prostate specific antigen (psa) and ferritin results generated by the unicel dxc 600i synchron access clinical system. The original ferritin result was 0.03ng/ml and the psa result was "lower than expected". Specific information however was not provided. The erroneous results were reported outside of the laboratory. There was no effect to patient or user with regard to this event.

Manufacturer narrative:
Customer had been having sporadic pipettor motion errors on the day of the event. Qc run after the event was low for multiple chemistries. Customer has their own service department, which found that the closed tube accessing (cta) had a leaking sample probe connection. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.